Manufacturer narrative:
Additional information was received on august 31, 2020. The patient¿s gender is male. The physician¿s opinion on the cause of this adverse event is procedure related. The patient¿s outcome is ¿improved¿. Therefore, a 3. Sex was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device lot# 30349535m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure was completed effusion was confirmed by soundstar. The exact timing of the effusion formation is unknown. Pericardiocentesis was performed successfully. The patient returned hospital room safely. Since it was the 2nd session, ablation was performed firmly, so it was possible that it occurred in that part. There was no information about extended hospitalization. The physician¿s causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.